Event description:
Customer reportedly received the following aviva system 1/aviva system 2 results within 10 minutes: 9.9 mmol/l/5.2 mmol/l; 8.3 mmol/l/4.7 mmol/l; 7.2 mmol/l/3.1 mmol/l. The comparisons were performed on the same date. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(4). This medwatch report is for the suspect device used in system 2 (lot number 490362, expiration date 10/31/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.